Event description:
It was reported that the pt underwent a spinal procedure using posterior fixation for osteoarthrosis at occipit to t1. The pt reportedly had an infection post op. X-rays revealed three cortical screws backed out approximately 4.5 weeks post op. A second surgery was performed to clean the infection site and remove the backed out screws.

Manufacturer narrative:
Device was not returned to the MFR for eval. Pre-op and post-op x-rays were reviewed. The x-rays confirmed that three screws pulled out at occipit. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.